Event description:
A physician reported a pt with a multiple treatment history who was treated in the vertical lines above and below the upper and lower lips on 10/18/96. Approx. 6 hrs after treatment, the pt developed swelling of the tongue and lower lip. On 10/19/96 the pt called the physician to report the symptoms; benadryl was prescribed. On 10/21/96 the pt was seen without symptoms at the treatment sites and no swelling of the tongue or lower lip. The physician believed the symptoms were probably related to a hypersensitivity.